Event description:
The customer reported that an 840 ventilator stopped cycling. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and removed fluid from the tubing in solenoid 1 from the inspiratory module. No parts were replaced. The unit passed extended self-testing.